Manufacturer narrative:
An event of chest infection was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information. The cause of the reported infection could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The final non-coronary cusp implant depth was 3mm. The valve was not re-sheathed during procedure. There was no difficulty implanting the 27mm navitor vision valve. On (B)(6) 2024, it was noted via chest x-ray that the patient had a chest infection. The decision was made to administer the patient amoxicillin. The patient does not have a history an indwelling vascular catheter, intravenous drug use, recent dental work, or injury from a non-sterile object. The cause of the patient's chest infection is attributed to possible aspiration. There was no initial or prolonged hospitalization due to this event. There is no allegation of malfunction against the abbott device or procedure. The patient was alive and discharged at the time of report.

Event description:
Clinical information: crd_1059- vista registry, patient site ID: (B)(6). On (B)(6) 2025, it's noted that the patient was admitted to the emergency department. The patient was clammy, struggling to concentrate, more confused than normal, frustrated with a a speech disturbance, and hypotensive. There was no facial weakness and or limb weakness noted. A computed tomography scan revealed a frontal infract evolving to a subacute infract in the left parietal region. The patient was admitted to the stroke unit. The patient's edoxaban medication was withheld and the patient was started on 300mg of aspirin. The patient did not experience a permanent injury or disability. The patient remains hospitalized. The cause of the patient's stroke is attributed to the implant procedure and there was no leaflet thrombosis confirmed. The patient was stable and recovering the time of report. No additional information was provided.

Manufacturer narrative:
An event of chest infection, cognitive changes, stroke, hypotension, and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information. The cause of the reported incidents could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was admitted and medications were administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.